Event description:
It was reported that a flogard infusion pump did not function. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Review of the alarm log and functional testing identified an f-38 alarm. This confirmed the reported condition. The device did not meet baxter specifications requirements per force sensing resistors testing, thus repair was required. The cause was determined to be damaged right force sensing resistors. To address this issue the device was swapped. Should additional relevant information become available, a supplemental report will be submitted.